Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a zenkers diverticulum procedure, the device fired some malformed staples. The staple was pulled out and since it was very distal or proximal no add'l action was needed. There was no adverse pt consequence reported.